Event description:
During an in clinic follow up, loss of sensing was observed on the right atrial (ra) lead. Diagnostic imaging was performed and the ra lead was found to be dislodged. The ra lead was explanted and replaced to resolve this event. The patient was stable